Event description:
A malfunction on a pump was reported by a caller, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance by guiding the caller in resetting the pump, successfully resolving the malfunction code without recurrence. The customer was advised to continue using the pump and to reach out if the issue reappears.